Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer complaint of the device turning off was confirmed. It was also determined that error e224 occurred due to cable failure. Error e224 is displayed when there is a communication abnormality between the endoscope and processor. However, the definitive root cause of the faulty cable and water immersion could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were: found corrosion on the cable and the charge-coupler device due to water immersion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head had no image during a therapeutic procedure and turned off mid case. The intended procedure was completed but it is unknown if it was with the same device. There were no reports of patient harm or impact associated with the reported event. Patient identifiers: (B)(6) capture related events.